Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse verified the error by viewing the printouts and error log. Fse duplicated the error during start up. Fse found lack of lubrication on the sy-l lead screw and the guide rod. Fse cleaned and lubricated the sy-l and sy-s lead screws and guide rods. Fse then inspected the injection valve and rotary 6-way valves heads for material clogs but could not find any. Fse then ran quality controls and patient samples with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 13-nov-2017 through aware date (B)(4) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 706 syringe-l error: explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the reported event was the sy-l lead screw and guide rod needed lubrication.

Event description:
The customer reported getting a 706 syringe-l error on the g8 instrument. Technical support (ts) instructed the customer to replace the sample probe but the error persisted. Ts informed customer about cleaning the large syringe lead screw. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.